Event description:
It was reported that during an unk procedure, the hand switch was unusable. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.